Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of vt were inefficiently treated by the device. This may have been due to interaction between the implanted lead and the capped lead. The lead was explanted. The patient was stable.